Event description:
It was reported that during a polyp removal using a sd-240u-25, the polyp could not be removed. The physician changed the cautery unit and snare device twice without success. The patient was transferred to the hospital for additional medical intervention due to bowel perforation. No additional information is available.